Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the causes of the high impedances were unknown. No actions were taken to resolve the issue yet as their therapy wasn¿t affect, so they haven¿t considered a remedy. The impedances on contact 3 haven¿t been resolved, but all other impedances are normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) was reading the right ins with electrode 2 monopolar-2,276 ohms (orange) and electrode 3 was out of range (red). The hcp was performing pre-MRI check. The hcp was advised that the MRI was not recommended. Patient is programmed to c+1- and no therapy issues were reported. Caller was unaware of previous impedance issues. No patient symptoms reported.